Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s931usqs8bylx hardware: sm-s931u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy but the status of the pink slide was not mentioned, indicating a needle mechanism failure. The pod was not worn. A new pod was placed and activated. No blood glucose levels were reported.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x5c alarm was generated during first prime which prevented the pod from completing activation. The data showed timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a drive stall occurred which contributed to the alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in a drive stall. Rerun of the device replicated the 0x5c alarm, timeouts and drive stall. The exact cause of the drive stall and subsequent alarm could not be determined.